Event description:
During the occlusion test, it was observed that instead of the plunger retracting during the occlusion phase, an audible ¿pop¿ was heard, after which the plunger stopped abruptly and displayed a ¿travel course error¿ message. The issue specifically occurred after the gauge filled up with the stopcock closed. There was no patient involvement and no harm was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.